Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 40 seconds. The device was removed from the patient's body using normal method without any problem. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.